Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-05072. It was reported the patient experienced a loss of efficacy for the drg system. To address the issue, the physician explanted the system.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-05072.